Event description:
It was reported while using bd cathena safety IV catheter the safety mechanism did not activate. There was no report of patient impact. The following information was provided by the initial reporter: the catheter did not secure itself at the time of removal, no accident to report.

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. From the photo, the safety mechanism was observed to not be activated. A device history record review found no non-conformances associated with this issue during production of this batch. As the actual sample was not returned, the root cause could not be established.

Event description:
It was reported while using bd cathena safety IV catheter the safety mechanism did not activate. There was no report of patient impact. The following information was provided by the initial reporter: the catheter did not secure itself at the time of removal, no accident to report.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.